Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the regurgitation cannot be confirmed; however a still fluoroscopic image demonstrates the first sapien valve in a too ventricular position; it is essentially in the lvot. It is unknown if the valve was placed this low during the original procedure or if the valve migrated into that position in the days post implantation. Unreported patient factors, in addition to the too ventricular placement, may have contributed to the regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by our (B)(6) affiliate that during the (B)(6) cardiovascular interventional treatment society, the presenter shared that after a sapien valve was implanted, a second sapien was implanted several days later due to severe aortic regurgitation. No additional information has been received.